Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, there was water running through the ice tank during warm mode. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) confirmed this complaint. The fsr cleaned out the valve of mineral deposits. The unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.